Event description:
Information received a smiths medical cadd administration sets - flow stop had air in the tubing distal to the downstream of the pump, where alarm would have occured but had not alerted. A patient was receiving parenteral nutrition in a central venous line of a child. The caregiver noticed the air when finishing the completion of 1600/ml / 2 pm. So therefore, is was noticed during flushing and caught before entering childs vein. Air embolism in central line may cause be risk for circulatory collapse. Lot numbers were provided with four related complaints. Lot number: 3869360 related to this complaint.